Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs- linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 5086118/5095214.

Event description:
It was reported that the patients device was not providing with any pain relief, and that the patient has been experiencing less pain ever since use of stimulation was stopped. The patient underwent an explant procedure. Additional information was received that all device components were explanted and discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients device was not providing with any pain relief, and that the patient has been experiencing less pain ever since use of stimulation was stopped. The patient underwent an explant procedure.